Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The issues noted with the ultrasonic mixer were excluded as a possible cause because additional alarms would have been issued if the ultrasonic mixer was not performing correctly.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable creatinine plus ver.2 results for an unknown number of patient samples. Of the data provided for two patient samples, only the results for one patient sample were discrepant. The initial result was 80 and the second result was 130. No unit of measure was provided. Information concerning if any erroneous result was reported outside the laboratory or if the patient was adversely affected was requested, but was not provided. The reagent lot number was provided as "1". The expiration date was requested, but was not provided. Information was provided that there were issues with the ultrasonic mixer and that the analyzer generated error messages. The ultrasonic mixer was changed and the system was ok.